Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq5010v in the injector and the lens became stuck. No pt contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is inside the injector. No visible damage to the injector. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for eval.